Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were noted on the right ventricular lead. The patient was asymptomatic. The electrical function of the lead was tested and no anomalies were observed. The lead remains implanted and the patient will continue to be monitored routinely.